Event description:
It was reported that the health care professional (hcp) had concerns about minute ventilation (mv) oversensing on this pacemaker. It was also noted that the patient experienced dyspnea on exertion during activities. Technical services (ts) reviewed the stored data and discussed the pacemaker mediated tachycardia (pmt) episode and farfield signal on the right ventricular (rv) channel form the right atrial (ra) lead due to atrial sensing in refractory fell in blanking period and not marked or oversensed by device. The device was functioning as programmed. The device remains in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that this pacemaker was electively explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted a centered hole in ra seal plug. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device operated as expected during laboratory analysis and the associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to instances where the minute ventilation (mv) sensor did not respond as expected at higher rates.